Manufacturer narrative:
The product was returned for evaluation. Based on the evaluation, the complaint was confirmed as the tip of the elevator was found to be fractured. The most-likely, underlying cause was determined to be excessive force. The instructions for use state, "the tip of the instrument is extremely thin and delicate; care should be taken to avoid applying significant pressure to the tip." The non-conformance database was reviewed in the evaluation and no non-conformances were found for this lot. There are no indications of manufacturing defects.

Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an elevator #301 broke during a procedure. It is reported that there was no delay that exceeded thirty minutes in the procedure; there was no injury to the patient, and all parts were retrieved.